Manufacturer narrative:
(B)(4). Physio-control did not evaluate the customer's device and was unable to verify the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. The customer advised that following the reported loss of power, they disposed of the third party usb data cable that had been used during the reported event; therefore it was not available for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would no longer power on when prompted. The customer advised physio that the crew had a third party usb data cable connected to the device's system connector when the reported issue was observed. There was no patient use associated with the reported event.